Event description:
See updated information in h2, h3, h6 and h10.

Manufacturer narrative:
Nail lot number 8092814aaa was returned for testing. Visual inspection of the nail revealed that that the nail was corroded and confirmed the reported issue. A device history review (DHR) was performed and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment. This complaint failure mode is being internally investigated and results of the investigation are still pending.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the patient experienced pain and could only walk with the help of crutches and by taking analgesics.